Manufacturer narrative:
This medwatch submission is both an initial and supplemental filing. Investigation of the results can be seen below: investigation summary: no samples (including photos) were returned, investigation was performed on retain samples and no issues were observed, therefore the complaint could not be confirmed and the root cause is undetermined. This is the 1st complaint for the reported lot number. A review of the manufacturing records was performed and no non-conformances were raised in association with this type of event for this lot. Complaints received for this device and reported condition will continue to be tracked and trended. If samples are received in the future the complaint will be reopened for further investigation. Based on the above, no additional investigation and no corrective/preventative action (CAPA) or situational analysis (sa) is required at this time. Investigation summary (trans.)

Event description:
Information from ae regulatory system: patient came to center for treatment due to diabetes. Doctor prescribed a disposable injection pen needle with insulin for treatment. When the patient returned home, the patient found that the needle was clogged during the insulin injection process, so the patient reported it to the doctors and pharmacy department of center. After listening to the feedback, the doctors and pharmacy department replaced the needle for the patient in time, which did not affect the patient's subsequent insulin injection. Ae report no.(B)(4). Call center didn't contact with customer successfully and do not acquire the information reported in the ae regulatory system. Material code found in the system is 329491. If any update will be sent by email. Sample availability: unknown. Sample availability details: unknown. (B)(6) 07march2025: dear all, call center has confirmed new information with customer as below. Please help to update the new information in etq system. Thanks. Confirmed material code is 329491, product quantity 1. It's unclear information on whether the patient had exhaust air out before use, whether the needle was reused, or whether there were any subcutaneous nodules. No samples, no photos, no customer response needed. 1. Sample available: no. 2. Sample status: no sample available. 3. Customer response needed: none. 4. Case product detail¿¿product quantity:1.